Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient noted that the batteries were switching before they were depleted. Visual inspection by an engineer noted that power port 1 of the controller was loose. The patient denied use of excessive force, damage, or dropping the controller and there were no reports of alarms or pump stops. The controller was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
Notification: z-1917-2015. It was reported that the power port 1 of the controller was loose and that the patient was experiencing power switching. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed several premature power switching events due to communication errors. The manufacturer has opened an internal investigation to investigate communication errors. The most likely root cause of the reported power switching can be attributed to a communication error between the controller and battery. Failure analysis of the returned device revealed that the controller failed visual inspection due to a loose serial port connector and a loose power port 1 connector, the loose serial port is not related to the event. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer is investigating with the supplier loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.